Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The test reservoir volume matches the units remaining in the status screen. The bolus and basal deliveries functioned properly. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. The insulin pump had minor scratched display window, cracked reservoir tube and cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted. Data analysis: the download history file lists data from (B)(6) 2016. The insulin pump was received with depleted energizer alkaline battery installed. There is no data listed for (B)(6) 2016. We were unable to verify delivery anomaly due to no data listed in the history file. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 2.5mmol/l. Customer was hospitalized. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such MRI. The customer did not received motor position encoder error in alarm history. The customer was advised that the device would be replaced. The customer was asked verbally and in written form to return broken pump for analysis.

Manufacturer narrative:
The download history file lists data from (B)(6) 2016. On (B)(6) 2016 daily insulin total = 20.475 u. On (B)(6) 2016 daily insulin total = 17.525 u. On (B)(6) 2016 daily insulin total = 22.750 u. On (B)(6) 2016 daily insulin total = 24.175 u. On (B)(6) 2016 daily insulin total = 18.600 u. The insulin pump passed the delivery volume accuracy test.